Event description:
Air noted in IV tubing when nurse went into room to check IV. IV was placed in central line and connected to patient (intrajugular). It was then noted that there was a hole in the IV tubing. No harm to patient.